Event description:
It was reported that when the white packaging plastic of the product was pulled back, it would only peel to the closed edge. It was also reported that this made the package difficult to open while still maintaining the sterile integrity of the product. No adverse consequences were reported.

Manufacturer narrative:
Based on info made available by the sales rep and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.